Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. Okb tested the standby current of returned meter, the result was 1.2¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d160816-1 ). The control solution tests for level low were 60/56 mg/dl, for level high were 251/250 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We tested the retain strips from our warehouse (same lot as patient's strip : d160816-1 ). The control solution tests for level low were 65/63 mg/dl; for level high were 238/241 mg/dl. The control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
This is a supplemental report to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on (B)(6) 2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. 1. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on july 19, 2013. 2. The strip lot # d160816-1 was manufactured on 08/16/2016 and expired in august 16, 2018. Ok biotech received no complaints from same manufacturing batch of strips . 3. Okb tested the retain strips of same batch from our warehouse. The control solution tests for level low were 66/66 mg/dl; for level high were 249/243 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:00 am after the end user received false blood glucose results from his prodigy diabetes meter. The end user experienced dizziness, confusion and shaking accompanied wth a blood glucose reading of 103 mg/dl. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 40 mg/dl. The end user was given sugar water to assist in stabilizing his blood glucose and transported to the ER. Once he arrived to the ER his blood glucose reading was 112 mg/dl. The reporter could not recall as to what particular treatment was given or if additional test were performed. After 3 hours at the ER the end user was discharged with a blood glucose reading of 110 mg/dl and was instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.